Event description:
User received a discrepant cortisol result for one pt sample. Initial result was <0.018 ug/dl, repeat results were 55.97 and 55.94 ug/dl. Initial result was reported. There were no adverse effects to the pt. The field service representative determined there was a problem with the sample probe alignment. He examined the unit, adjusted the sample probe over the sample line, adjusted the sampling lld voltage and checked the overall operation of unit. Performance tests were performed which were within specification.